Manufacturer narrative:
The product was returned for evaluation but the investigation has not yet been completed. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttocks. The patient's parents administered several correction boluses using the pod but they were unsuccessful at reducing the high bg levels. Upon removal the cannula was noted to be bent and a new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and a small kink as well as large bend was found. The exposed cannula was also stretched longer than 6 mm. The kink was located closer to the housing while the bend was through the stretched cannula. The downloaded data showed no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation.